Event description:
A cartridge change error was reported with the pump. There was no adverse impact to the customer's blood glucose level. Initial troubleshooting steps were taken, including inspecting the cartridge and cleaning the pneumatic tap area, but the issue remained unresolved. The customer was advised to fill a new cartridge slightly below 300 units. They later loaded a new cartridge without assistance and confirmed that the issue was resolved. No further action was required.